Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt did not find any anomaly. Blood was noted on the right side of the oxygenator module, when the oxygenator was seen from the front side. The actual device, in returned condition, was built into a circuit with tubes. 1l of saline solution was circulated in it and the pressure drop was determined at each flow rate. The pressure drop was found to be higher than that of the device in the current production run. The blood pathway was rinsed with saline solution and visual-inspected. A slight amount of red thrombus was found to have been formed on the front area. The actual device was fixed with glutaraldehyde solution and the housing component was removed for further inspection of the inside of the oxygenator module. There was no anomaly in the state of the fiber winding. The filter was removed and subjected to visual inspection. No visible formation of thrombus was confirmed either on the outer or inner surface of the filter. The filter was then subjected to magnifying inspection. On both the outer and inner surfaces, the formation of white thrombus was found. There were no manufacturing defects to cause the white thrombus. The oxygenator module, after the filter had been removed from it, was subjected to visual inspection. No visible thrombus formation was noted on the fiber winding. The fiber layer was removed from the winding in increments of 4mm and each layer was subjected to visual inspection. There was no visible thrombus formation on the fiber winding. The fiber layers removed were inspected under magnification. Adhesion of white thrombus was found on the surface of the fiber on the inner most layer located on 12mm - last layer on the heat exchanger module. The heat exchanger module, after the fiber having been removed, was inspected under magnification. There was no formation of thrombus on the outer cylinder. The outer cylinder was removed and the inside the heat exchanger module was subjected to visual and magnifying inspections. White thrombus was found to have formed between the grooves, filling the grooves. A review of the DHR of the involved product/lot# combination confirmed there were not any indications of production-related problems. A search of the complaint file found no previous report of this nature with the involved product /lot# combination. Based upon the available information, the cause for the reported event cannot be definitively determined. As a cause of the formation of red thrombus on the outmost circumference of the oxygenator module, it is likely that blood remaining in the actual sample turned into the red thrombus during transportation back to the factory for evaluation. White cell formation may have caused the cooling temperature during bypass as well as increase in blood ph resulting in agglutinated platelets. There are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. However, there is no indication that the reported event was related to a product malfunction or defect. All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported an increase in pressure during a procedure with the capiox fx15 device. Follow up communication from the user facility reported the following information: at 40 minutes after the initiation of the circulation, the pre-oxygenator pressure got increased up to approx. 500mmhg.; the pressure would not decreased; the customer added another fx25 in parallel; during the procedure, they were striving to decrease the patient's ht, which had been (B)(6) before the procedure, to around (B)(6); the operation was completed successfully; and there was no immediate patient impact.